Event description:
It was reported that the patient presented in the emergency room experiencing bradycardia. Upon interrogation, it was found that both the atrial (ra) and right ventricular (rv) leads were not capturing. X- ray and fluoroscopy imaging confirmed that ra and rv leads had dislodged due to twiddlers. Both ra and rv leads were explanted and replaced. The patient was in stable condition.